Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 20:12:00. During night drain cycle 4, the patient's ultrafiltration reading was 1199ml, indicating the home patient (hp) drained 1199ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. An increased intra-peritoneal volume (iipv) is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4)clinical hazards list. Review of the device?s event log was performed for the therapy initiated on (B)(4) 2011 at 20:12:00. Review of the event log revealed that the cycle 4 drain was completed on (B)(4) 2011 at 04:15 and that the user's actual drain volume during cycle 4 was 2154 ml. The user powered the device off during drain 5 and the ultra filtration (uf) in drain cycle 4 was combined with the uf in drain cycle 5. The actual drain volume of 2154 ml is 113% of largest prescribed fill volume (lpfv) of 1900 ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.